Event description:
The customer called to report motor error alarms and low battery life. The customer also stated that she was treated by the paramedics last year due to low blood glucose levels. The customer stated that she was unconscious at the time of the event, and she could not recall the blood glucose reading. The customer stated that she frequently experiences low blood glucose levels during the night. Troubleshooting was performed, and no damage to the drive support cap was noted. The customer stated that she did walk through a security scanner at the airport while wearing the insulin pump. Advised the customer that the insulin pump would be replaced due to the motor error alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.